Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date, the surgeon experienced breakage of three 2.4 screws in a distal radius plate. 5 screws were in the distal row. It is unknown when this event occurred. No additional information is available. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. The measurable dimensions of the broken va locking screws stardrive® were checked and found to be in compliance with the technical drawings and ao/asif specification. The lot numbers are not known, therefore the raw-material testing certificate and the manufacturing documents cannot be reviewed and the present complaint cannot be fully analysed. We can only confirm that our va locking screws made from titanium alloy are manufactured in compliance with the ao/asif specification and with the international standard iso 5832-11. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded.